Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure. The pod was discarded.

Manufacturer narrative:
The device was received not deployed. The data showed that the device completed first and second priming sequences and generated an 0x42 alarm 3 pulses after the end of second prime due to rotational sensor errors. The rotational sensor data showed that during the first priming sequence, the second confirmed open occurred earlier than expected, which resulted in first priming ending earlier than expected. The firing flat and ratchet gear did not rotate enough pulses by the end of second prime to align with the release bar and allow the needle mechanism to deploy. Upon opening the pod, it was confirmed that the position of the ratchet gear was multiple pulses behind where it should be at the end of second prime. The rotational sensor errors resulted in the 0x42 alarm and failure of the needle to deploy by the end of second prime. A single rotational sensor error occurred during pod rerun. Inspection of the drive mechanism components found the commutator cap to be damaged. It could not be conclusively determined if the damage to the commutator cap resulted in the rotational sensor malfunction or 0x42 alarm. The rotational sensor malfunction was confirmed to be the cause of the reported failure of the needle to deploy and 0x42 alarm.